Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device was not returned, therefore, the device cannot be assessed for any deficiency. Endocarditis is an infection of a native or prosthetic ring and is an indication for valve/ring replacement. It may occur early or late after ring replacement and typically results from either seeding of the ring with bacteria at the time of surgery by the operative team or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the ring as provided to the hospital. In this case per the health-cae provider, the annuloplasty ring explant was not related to any device malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral annuloplasty ring was explanted after an implant duration of approximately 5 years. Based on the follow-up, it was learned that the patient suffered endocarditis in the mitral valve that cause a mitral insufficiency. The annuloplasty ring was replaced with an edwards bioprosthesis valve. In the same procedure the patient received an aortic valve. The patient was in good condition after the procedure. The subject device is not anymore available. No other details reported.